Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline disconnect event; however, a specific cause for this event could not be conclusively determined through this evaluation. The controller event log file contained data from 10:58:31 on (B)(6) 2020 through 13:03:53 on (B)(6) 2020, per the timestamps. At 6:45:49 on (B)(6) 2020, the driveline appeared to be disconnected causing a pump stop event. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnected, and lvad_off alarms. The event lasted approximately 28 minutes, following which, the pump regained speed and assumed normal operation. Excluding the pump stop event, the pump operated at or above the low speed limit. Despite the observed events, the pump appeared to function as intended. The account reported that the patient was admitted to the (B)(6) hospital on (B)(6) 2020 after calling emergency medical services (ems) because he was unable to replace his left ventricular assist device (lvad) battery in the morning. The patient called 911 and was later found down by ems. The patient received cardiopulmonary resuscitation (CPR) for an unknown period of time and was subsequently intubated. It was later reported that the patient had minimal neurological activity following the events from on (B)(6) 2020. The goals of care were discussed with the patient¿s family on (B)(6) 2020. The patient was compassionately extubated on (B)(6) 2020 and ultimately expired. The device reportedly functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2019. It was communicated that heartmate (hm) 3 left ventricular assist system, serial number: (B)(6), was not explanted. No product is available for evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) list death as an adverse event that may be associated with the use of the hm3 left ventricular assist system. The IFU and patient handbook state if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting / disconnecting the driveline to / from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the hmii IFU and patient handbook address all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to hospital after being unable to replace his lvad battery in the morning. Patient called 911 and found down by ems and received an unknown period of CPR, and was subsequently intubated. Log file analysis captured a driveline disconnect on (B)(6) 2020 at 6:58 am to 7:14 am. There were also no external power alarms while attached to the batteries that occurred on (B)(6) 2020, the patient was disconnecting both leads. Additional information states that patient expired on (B)(6) 2020. The patient had minimal neurologic activity after the initial event reported on 27jun2020. The goals of care were discussed with the family on (B)(6) 2020. Patient was compassionately extubated on (B)(6) 2020. The device operated as expected.